Event description:
Initial reporter indicated that the pt was having an increase seizures and not feeling stimulation. Diagnostics reported to be within normal limits. An estimated battery life calculation was performed and the battery has an estimated over three years of battery life left. The pt may be having their vns generator replaced in the future. No surgery date set at this time. It is unk if the pt's reported seizures are above or below their pre vns baseline rate. Good faith attempts are being made for add'l details about the reported events.